Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient programmer model# 8835, serial# (B)(4), catheter model# 8709, serial# (B)(4), implanted: 2011-(B)(6), explanted: unk, (B)(4).

Event description:
It was reported the patient experienced bilateral upper extremity numbness; numbness in the hands bilaterally. It was noted there were no alarms or alerts. The bolus rate and the daily rate were decreased. Bupivacaine was removed from the concentration of medications. Surgery was performed on (B)(6)-2012; repositioned the catheter inferiorly. The outcome was noted as ongoing event. The pump was delivering dilaudid, baclofen and bupivacaine.